Manufacturer narrative:
The reporter declined allens' offer to have the universal head positioner returned for evaluation. Root cause for the post-operative positioning issue was not determined, the reporter said. The hospital continues to use the uhp and there have been no further issues to report, she said. The sales rep is working with the staff.

Event description:
An allen medical rep was contacted on (B)(6) 2010, to report post-operative numbness in the arms of a patient following a positioning case in which the universal head positioner (uhp) was used. There was no incident to report during the case. Post-operatively, when the anesthesia wore off, the patient reported numbness in their arms to the staff. The patient is being treated by the hospital for the condition.